Event description:
Complaint rec'd reporting disconnects/blood loss/crbsi infection incident with use of 12568 microclave connector mated/used on broviac single luman catheter and unk IV tubing set. It was reported that the "microclave came loose and disconnected from a pt's central line broviac single lumen catheter...caused a crbsi and blood loss." The microclave connector was primed and flushed per hospital protocols and in use for < 96 hrs, when the problem occurred. The microclave; IV tubing and broviac catheter were removed, percutaneous cvl placed, then new broviac placed, new tubing and filters. Both ports from tpn/il swabbed with alcohol. Tpn/il reconnected to pt. Pt was stable and returned to baseline condition after treatment. MFR's device analysis of the returned microclave connector, no mating access device returned: visual and dimensional analysis recorded no out of spec conditions. Functional and performance testing was performed. The results recorded no non-conformances and or performance issues. Add'l testing with in-house mating access devices recorded no threading problems/attachment and or disconnect issues replicated. Cause of the event(s) are unk at this time.